Manufacturer narrative:
Device evaluation of belt has been completed at the distributor. The reported problem was confirmed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. No deficiencies alleged.

Event description:
A patient received an inappropriate shock. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The patient had returned the lifevest on (B)(6) 2026. No additional information is available.